Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The drive support disk was inspected and no anomaly was noted. The device was received in with a cracked end cap, scratched liquid crystal display and cracked reservoir tube lip.

Event description:
The customer stated that the drive support cap is protruding, and he has it taped down so that he can use the device. Advised the customer to discontinue using the unit, and that it would be replaced. Nothing further was reported.